Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient had lynx suprapubic mid-urethra I sling system on (B)(6) 2009, due to stress urinary incontinence. It was reported that the patient underwent excision of posterior mesh on (B)(6) 2009, due to stress urinary incontinence. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and lynx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent excision of posterior mesh, high levatorplasty with ischial rectal fascial plication, posterior colpoperineorrhaphy, anterior colporrhaphy and cystourethroscopy with lynx pubovaginal incontinence sling placement on (B)(6) 2009 due to mesh erosion posteriorly recurrent rectocele, high enterocele, mild grade 1 cystocele, persistent stress urinary incontinence with urinary urgency and pelvic pain. (B)(4).